Event description:
The patient reported that they had experienced painful urination due to a urinary tract infection. Additional information reported that the patient developed a bladder infection since their leads were removed on (B)(6)2016. It was later noted that the patient's bladder infection was still ongoing.